Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012702006); product type: 0195-heart valves; implant date: n/a; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following the implant of the valve at a shallow implant depth, the valve dislodged. Subsequently, a second valve was implanted in the aortic position. It was reported that the shallow implant depth contributed to the dislodge. It was noted that a 10 minute procedural delay occurred as a result of the dislodge.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following the implant of the valve at a shallow implant depth, the valve dislodged. Subsequently, a second valve was implanted in the aortic position. It was reported that the shallow implant depth contributed to the dislodge. It was noted that a 10 minute procedural delay occurred as a result of the dislodge. Additional information was received indicating that the valve was deployed bottom of pigtail over a medtronic guidewire. The shallow implant depth at 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) was unintended. Subsequently, the valve dislodged in the aortic direction. The valve reached a depth of 15 mm on the ncc and -15 mm on the lcc.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012702006); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following the implant of the valve at a shallow implant depth, the valve dislodged. Subsequently, a second valve wasimplanted in the aortic position. It was reported that the shallow implant depth contributed to the dislodge. It was noted that a 10 minute procedural delay occurred as a result of the dislodge. Additional information was received indicating that the valve was deployed bottom of pigtail over a medtronic (confida) guidewire. The shallow implant depth at 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc) was unintended. Subsequently, the valve dislodged in the aortic direction. The valve reached a depth of 15 mm on the ncc and -15 mm on the lcc. Additional information was received that according to the physician, the medtronic guidewire did not contribute to the dislodgement.